Event description:
The patient was being transferred from the bed to the chair. At the point of sitting on the chair, the tilt frame handle came into contact with the seat. The hanger bar detached from the hoist boom, hitting the patient on the head and coming to rest in the patient's lap. The frame was removed and the staff attended the patient. No injuries were sustained.